Manufacturer narrative:
At this time, vyaire has not received the suspect device/component for evaluation. However, the customer sent the photograph of the ventilator showing the event logs. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported vela comp d transducer fault. There is no patient involvement in this reported event.